Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that patients were not crossing. A technical support specialist (tss) observed that the patient was assigned to the unit. Upon reviewing the unit details, it was found that the unit was not assigned to any area. The tss assisted the customer in navigating the settings to add the area, but the customer did not have the necessary permissions to proceed. Tss advised the customer to have an authorized person to assign the area. Tss followed with the customer via email but there were no response and proceeded to close the case.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary patients were not crossing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.